Manufacturer narrative:
(B)(4). The customer reported to have checked the ventilator, and found the ¿screen block"¿ alarm. The graphic user interface (gui) was cleaned externally, and it resolved the issue. No component replacement was required. The ventilator is back in service.

Event description:
It was reported that, the ventilator displayed a ¿blocked screen¿ alarm, and became inoperable. There was no patient involvement.